Manufacturer narrative:
Approximate age of device - 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that patient fell and expired. Log files were submitted and observed multiple driveline disconnects occured that "lead" to pump stops. The driveline was reconnected and the pump "returns" to operating. The device operated as expected per manufacturer's technical service review and confirmed not have contributed to the patient's fall and death. No further information was provided.

Manufacturer narrative:
This event will be reported and captured under MFR#2916596-2018-05131 where the device was returned for evaluation. The final / supplemental MDR and all the information initially reported under this MDR was added to MFR#2916596-2018-05131 with manufacturing evaluation conclusion for the returned pump device.

Event description:
The initial reported events will be captured under MFR#2916596-2018-05131 where the device was returned for evaluation. The final / supplemental MDR and all the information reported were now added to MFR#2916596-2018-05131 with the corresponding manufacturing evaluation conclusion for the returned pump device. No further information will be provided.